Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) simulator no response. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, e2, e3, g2 it was being reported that during a routine check the cs100 intra aortic balloon pump (iabp) had an issue regarding the "no response from the simulator" as reported by the user. A getinge field service engineer (fse) had checked the trainer function which was under the normal stage and the fse also responded to the different buttons which he selected and the trainer was returned to the user for use. There was no involvement of the patient.